Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep states that the patient presented to the hospital (states likely today, but wasn't exactly sure when this all began) with dizziness, headaches and earaches. Upon completion of a CT myelogram, it was revealed that the leads have migrated to the intrathecal space. The patient is currently being seen by another provider as their main physician is on vacation. Rep states he does not believe this is the result of a fall, and the physician reported that they couldn't see csf on the myelogram.